Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018: 12 years after primary uncemented double mobility tha a revision is necessary for loosening. The cup shown in the pre-revision xray is too large and too vertical, and the stem is probably becoming loose also because of bone remodelling. With such a vertical cup and a standard pe double-mobility liner particulate debris may also have played a role in femoral mobilization, although this is not cited in the report. The patient is probably now rather old and a cemented stem is a safe solution that should not carry any long-term problems. The new cup has been properly oriented and dimensioned.

Event description:
Twelve years after primary surgery the surgeon detected a cup loosening and revised the patient swapping successfully all the joint implants. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 november 2017: lot 031551: 29 items manufactured and released on 19 december 2003. Expiration date: 2008-12-31. No anomalies found related to the problem according to the specifications valid at the time of production. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Twelve years after primary surgery the surgeon detected a cup loosening and revised the patient swapping successfully all the joint implants. The surgery was completed successfully.